Manufacturer narrative:
The device was not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent percutaneous screw fixation at l5-s1 due to osteomyelitis/discitis. Intra-op, screw extender broke during detachment step from screw. The device came in contact with patient. No fragments of the device remained inside the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: visual examination identified one of the associated -04/-05 component head gripper is detached from the instrument, with the separated component bent and fractured at the corner of the notch. The above observations are consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.